Manufacturer narrative:
One cadd-legacy® plus pump was received for investigation. A visual inspection found no damage on the device. The reported problem was verified. An alarming "key stuck" message was activated when powering up the pump. A faulty keypad was found to be the root cause of the reported problem. A root cause for the faulty keyboard could not be determined.

Event description:
It was reported that cadd-legacy® plus pump exhibited a "key stuck" alarm. No injury was reported.